Event description:
It was reported that the device was used during an unknown procedure, the device was not working properly (error code 5). The procedure was completed with bipolar diathermy. No patient consequence reported.